Manufacturer narrative:
Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Customer¿s blood glucose level (bg) was 700 mg/dl with high ketones that were determined to be life threatening. Reportedly, the customer was using lyumjev within their pump supplies. The customer attempted to address the high bg by administering a manual injection. Reportedly, customer went to the emergency room and was subsequently admitted to the hospital. The customer received intravenous fluids of saline and insulin. Customer was released from the hospital the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.